Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to complete the air removal step from the cartridge, had been using cold insulin, and using the same cartridge and infusion set for over 3 days on the pump. Tandem customer technical support informed customer to follow the proper air removal steps, always use room temperature insulin, and that the cartridge and infusion is indicated for use with the pump for 3 days. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.